Manufacturer narrative:
The company service representative examined the system and the reported event could not be replicated. However, the display screen went blank (no images on screen) while functional testing was performed. The system was rebooted and display screen functioned normally again. The company service representative cleaned the host module and communication cable contacts. The system was then tested and met all product specifications. The observed display screen went blank was unreported and unrelated to the reported event of system shut down. The system was manufactured on january 17, 2012. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that a system shut down before a procedure. There was no patient involved.